Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined the root cause of the deviations to be an unstable platform due to incorrect assembly. The fact that the screws were planned with inferior deviation potential, and the large distance were contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all four screws that were placed were off. The surgeon felt accurate while everything was placed, and then confirmation scans showed that the screws in l4 were lower than planned and the screws in l5 were to the right of plan. It was unknown by how much. L4 and l5 were placed using a perc pin. Fluoro was used to replace the screws. There was no patient harm and the procedure was delayed by 30 to 60 minutes.